Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the guidewire was sheered during procedure and was lodged in the patient. It was reported the guidewire broke off completely and 8 cm was left inside the patient. The ICU nurse noticed the guidewire poking out of the patient's groin and removed it at the bedside. No medical intervention was required. No patient harm or complication reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported the guidewire was sheered during procedure and was lodged in the patient. It was reported the guidewire broke off completely and 8 cm was left inside the patient. The ICU nurse noticed the guidewire poking out of the patient's groin and removed it at the bedside. No medical intervention was required. No patient harm or complication reported.